Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture, breast cyst, deformity, swollen lymph nodes, and implant site fluid collection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an asian female patient underwent breast augmentation procedure with a 325cc mentor memorygel breast implant on the left side, and with an unknown size, unknown gel device on the right side and experienced left side breast implant rupture, left breast cyst, left side deformity, bilateral swollen lymph nodes, and bilateral implant site fluid collection. As a result, the devices was explanted on (B)(6) 2022. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On may 19, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per paperwork received with the device, date of explant has been updated to april 20, 2022 under field d6b. Also, replacement information was provided for the left side as catalog number 3503254bc; serial number (B)(6). This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the siltex hpg, 325cc breast implant had a tear at the union between the shell and the patch on the posterior view. Microscopic examination was performed on the edges of the tear, and the cause could not be identified a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. Lymphadenopathy or palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or as the result of an idiopathic inflammatory process or foreign body reaction. There have been reports regarding movements of silicone gel material to lymph nodes even with or without evident of rupture leading to lymphadenopathy. A number of epidemiology studies have evaluated large populations of women with breast implants from a variety of manufacturers and implant models. The studies do not, taken together, support an association of breast implants and a diagnosed rheumatic disease. Other than one study, these studies do not distinguish whether the women had ruptured or intact implants. Because there were no supporting pathology reports or physician consultation summaries forwarded to product evaluation, we are unable to confirm the presence of or the possible etiology of the reported lymphadenopathy. Lymphadenopathy is a known complication associated with this surgery and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).